Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was caused by the battery voltage being below the minimum voltage required for circuit operation. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. The device was unable to be interrogated and exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2015. The patient was in good condition.